Event description:
Information received by medtronic indicated that the inpen app was not showing the right amount of dosing. Customer stated that the app was not recording the exact doses dialed and inpen was dialing the dose but on the app its showing 5 or 1 unit off. They performed it again, kept in 3 units and the app was showing 2. Customer was not dosing slowly or pausing during the injection. The trouble shooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Battery life remaining: <11 months. Per visual inspection: misalignment of the dose indicator mark and printed values on the dose knob. Dial gets stuck. Customer reports: inpen app is not recording the exact doses dialed on the inpen. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0u slowly holding knob and button together x 4 times. The app recorded 3.5 u, 3.5u and 3.5 u and 2.5u. The leadscrew rewind properly. An intermittent dial resistance at the starting of the dialing doses and also intermittently with high resistance to dial more than 4.0 units. In conclusion: inpen produce false doses in the app log during testing. The customer complaint of inpen app logging different amount given via inpen is confirmed. Pending further analysis that will be perform in san diego location. Sd investigation: destructive testing showed a pattern wheel misalignment due to an encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.